Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to a lead fracture and inappropriate shocks. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular between 26 cm and 23 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the reported inappropriate shock delivery. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant interaction with a nearby lead. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. A broken contact of the conductor to the ring electrode was measured. This fracture of the conductor cable most likely occurred due to tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.